Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and the lens was removed, because the surgeon decided to use a different diopter. The lens was removed without any patient injury.

Manufacturer narrative:
No complaint against the product, labeled.